Manufacturer narrative:
As reported in a research article, current trends in device and size selection for transcatheter atrial septal defect closure in adults. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: current trends in device and size selection for transcatheter atrial septal defect closure in adults insights from a japanese nationwide registry.

Event description:
The article, "current trends in device and size selection for transcatheter atrial septal defect closure in adults insights from a japanese nationwide registry ", was reviewed. The article presented a case study of an 84-year-old female patient. It was reported that on an unknown date in 2021, a 22mm amplatzer septal occluder was chosen for implant. The patient's atrial septal defect measured 18mmx12mm. It was reported on an unknown date, there was a device migration of the 22mm amplatzer septal occluder. No intervention or medical treatment was reported. [The primary and corresponding author was akihito tanaka, department of cardiology, nagoya university graduate school of medicine, 65 tsurumai-cho, showa-ku, nagoya, aichi 466-8560, japan, with corresponding email: akihito17491194@gmail.com]